Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. Investigation summary: the device was received and evaluated. A tissue cutting test was performed using porcine carotid artery; the device was able to cut the tissue. The tissue cut was measured and found to be approximately 7.41mm. The investigation results are unconfirmed as the device performed as expected under functional testing. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during three activation attempts to create the arteriovenous fistula (avf), the venous catheter allegedly failed to cut the tissue. Reportedly, a 6fr device was used to create the fistula and complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during three activation attempts to create the arteriovenous fistula (avf), the venous catheter allegedly failed to cut the tissue. Reportedly, a 6fr device was used to create the fistula and complete the procedure. There was no reported patient injury.